Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered a mealtime bolus but did not eat due to the customer passing out due to "breathing issues". The customer's blood glucose (bg) level subsequently decreased to 60mg/dl and the customer was transported to the emergency room (ER) in an ambulance. Customer was later discharged; however no additional information was provided regarding ER visit. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.